Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during drain 2 of 5 of the patient¿s peritoneal dialysis (pd) treatment. The patient was not connected during the incident and stated fluid was not discovered in the pump module area or on the external of the cassette. The fluid leaked from the patient line connector. The patient reported receiving notice: draining slowly alarms after the fluid leak. The patient cancelled treatment. Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the patient was connected for treatment when the fluid leak occurred during drain 2 of 5 of treatment. The pdrn stated it was unknown what may have attributed to the leak. The patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using manuals without issue. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and is no longer available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during drain 2 of 5 of the patient¿s peritoneal dialysis (pd) treatment. The patient was not connected during the incident and stated fluid was not discovered in the pump module area or on the external of the cassette. The fluid leaked from the patient line connector. The patient reported receiving notice: draining slowly alarms after the fluid leak. The patient cancelled treatment. Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the patient was connected for treatment when the fluid leak occurred during drain 2 of 5 of treatment. The pdrn stated it was unknown what may have attributed to the leak. The patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using manuals without issue. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and is no longer available to return for physical evaluation by the manufacturer.